Manufacturer narrative:
(B)(4). PMA/510(k): the product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for the similar product is k983112. This complaint, which was reported to us by one of the hospitals in (B)(6), is a duplicate of another complaint that we reported to FDA on 01 april 2011. The MFR. Report # for that similar complaint is 9611451-2011-00211.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare quality manager that a part of a tube was missing from an rt102 adult inspiratory-heated breathing circuit kit. This was observed before opening the circuit package.

Manufacturer narrative:
(B)(4). PMA/510(k): the product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for the similar product is k983112. The rt102 adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare quality manager that a part of a tube was missing from an rt102 adult inspiratory-heated breathing circuit kit. This was observed before opening the circuit package.